Event description:
It was reported that the cage broke while impacting during a transforaminal lumbar interbody fusion (tlif) surgery at l3-5. The cage remained in the patient, but the tip was removed.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.